Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that a button on the insulin pump was unresponsive and then the pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown, but the customer states that it was good. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer already tried to restart the pump by removing the battery but that did not clear the alarm. A letter stating that the pump is out of warranty will be sent to the customer, and the customer will ask their health care provider for reimbursement. No products were returned or shipped.